Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample was received. Visual inspection of the returned sample did not reveal any defects. The device was leak tested and one leak was detected on the underside of the shaft curve approximately 7 mm from the distal tip and 8 mm from the white stripe in the shaft. Using magnification, the location of the leak appeared to be a tiny pin hole. There were no other abrasions visible near the pin hole. The investigation could not identify the source of the pin hole (e.g., being poked with a sharp object or an air pocket that formed during the extrusion process that separated). The complaint was confirmed. The root cause for the condition is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No adverse trends have been identified related to pin holes. No corrective actions are planned currently.

Event description:
It was reported that while in use with a patient, leakage was observed in the device cuff. Water was observed leaking as pressure was applied, between the cannula and cuff. A seam or folded edge was also observed in this area of the device. An audible whistling noise could be heard from the device. A bleeding lesion was found in the trachea during the event. A change of devices was needed and patient vital signs and tracheal secretions are being monitored.

Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.